Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 6:45 am, the meter result was 2.9 inr. At 7:30 am and at 7:32 am, the result from the physician's office roche meter was 2.1 inr. The therapeutic range was 2.5 inr - 3.5 inr.